Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,  when firing on lung tissue, during a laparoscopic video-assisted thoracic surgery (vats), the surgeon received excessive load error on the handle. The surgeon continued to fire the reload to complete the firing. The handle made sounds that indicated it was firing and that it had completed firing the entire reload. After opening the jaws of the reload, the surgeon saw that the tissue reinforcement system (trs) with no staples deployed on half of the reload. This resulted in a distally incomplete staple line. The same issue occurred on two reloads. To resolve the issue, a new reload with a different lot number was used and  the surgeon repositioned the reload.